Event description:
The customer contact reported the clave secondary port broke off. The primary plumset was being used to deliver an unspecified volume of normal saline, at an unspecified rate. After an unspecified length of time, it was reported that a secondary tubing set was connected to the clave secondary port on the cassette of the tubing set for the piggyback delivery of an unspecified antibiotic. After an unspecified length of time, the customer contact reported that the clave secondary port on the cassette broke off and approx 30ml of solution leaked into the floor. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt.. No medical intervention were required. No additional info was provided.

Manufacturer narrative:
One used device was received and evaluated. Testing found the clave secondary port on the cassette of the tubing set was torn off. White drag marks were noted on the secondary port of the cassette indicating use of force. Hospira has completed a formal investigation to address the issue of device breakage of the clave secondary port. Based on the investigation results, it was determined that the device breakage was due to the design clave port that is directly bonded to the secondary port of the cassette. This report represents all the info known by the reporter upon query by hospira personnel.